Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Visual inspection has been performed on the returned usb/ charging cable and no issues were observed. The returned usb/charging cable passed testing. The returned reader was unable to perform self test's as the reader did not power on with button, test strip, or usb cable. The reader was sent for further investigation and decased. An internal visual inspection was performed and burn marks were observed on the pcba (printed circuit board assembly). The returned reader's battery was measured at 3.14v, which is not within specification of (3.7v ¿ 4.2v). Further investigation was performed on the returned reader. An additional visual inspection was performed on the returned reader's pcba, and damage to the power management chip u5 was observed, along with burn marks. The reader did not power on with button, test strip, or with usb cable. The returned reader's battery was replaced with a new unused battery and the reader still did not power on. The reader was monitored under thermal camera to identify hot spots on the pcba. Hot spots were observed on the u5 chip and cpu (central processing unit), exhibiting an increase in temperature when the new unused battery is connected but the button was not pressed. The temperature of the u5 and cpu further increased immediately after the button was pressed. The reader's power issue along with the observed damaged to the u5 chip is consistent with the customer using an unapproved adapter. The customer has not returned the adapter at this time. The charging cable and adapter supplied by abbott diabetes care produces 2.75watts, which is not enough power to cause the observed reader damage.therefore, the issue is not confirmed to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. No further investigation is required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device had no power. The product was returned and investigated for no power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.